Event description:
It was reported the flexible reamer shaft broke while reaming a tibia fracture. In addition, the reamer head broke while reaming the tibia with good bone quality. The fragments of the reamer head are still inside the patient. The majority of the fragments came out of the patient when the doctor pulled the ball tip guide wire out. The surgeon did not attempt to remove the remainder of the fragments. The surgical delay was less than three minutes. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (352.040 5.0mm flexible shaft). The 352.040 shaft was received with four prongs of the flexible shaft broken off the distal portion of the device. The 352.040 shaft was manufactured in 3/2006 and is over nine years old. It is likely that numerous years of use and wear for the device had led to this complaint condition. The balance of the flexible shaft is in very worn condition. The associated device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.